Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high thresholds after the helix was screwed into the cardiac wall. The physician tried to reposition the lead, however, the helix had become stuck. It was determined that the helix had become entangled in the helix which had slightly deformed the helix. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.